Event description:
It has been reported revision surgery due to osteolysis. The liner was removed and exchanged for a liner to accept a 28mm head and head was exchanged of appropriate length for stability.